Manufacturer narrative:
Surgeon has communicated belief this is not a device problem and that explants will not be sent for investigation.

Event description:
It was reported that patient underwent a revision surgery of left daa total hip reconstruction due to infection - removal of femoral head and acetabular liner. Washout.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation. (B)(4).